Manufacturer narrative:
The event occurred in (B)(6). It was reported that the rotaflow console displayed the error message ¿sig¿ and the pump could not restart pump afterwards during treatment. The pump was able to restart after the third attempt. The customer switched out the pump and the unit was taken out of service. The affected rotaflow console (rfc) with s/n (B)(6) was investigated by a getinge field service technician on 2021-04-23 and the technician was unable to reproduce the reported failure. The battery was replaced at 2 year interval per the instruction for use and as a precaution the rfc control board kit was replaced. A device history review (DHR) was performed and the DHR does not show any abnormality or issue that is related or can have led to the customer complaint. Based on these investigation results the reported failure could not be confirmed. However the failure mode "sig error and the pump could not restart " can be linked to the following most possible root causes according to our risk management file (dms# (B)(4)). Reported sig error: dried contact gel; user forgot renewing contact gel; sensor not detected although sensor is connected; software error. Pump could not be restarted: defective motor control electronics; pump stop intervention after technical error (e.g. Pump runaway, error head); sensor error (bubble, level, pressure (in hl20 mode), flow); software error; defect of transformer; defect of internal power supply (dc/dc). In order to avoid reoccurrence of the reported failure "sig error", the user will be informed to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.2 / en / v13. Chapter: 6.2 reapplying ultrasonic contact cream. The ultrasonic contact cream can dry out and impair the functioning of the integrated flow/bubble sensor. In the "free" mode, the ultrasonic contact cream must be reapplied every 48 hours or as soon as the error message [sig!] Appears. In the "stand al" mode, the ultrasonic contact cream must be reapplied every 48 hours or as soon as the error message [faultbub] appears. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in the us. It was reported that the rotaflow console displayed the error message ¿sig¿ and the pump could not restart pump afterwards during treatment. The pump was able to restart after the third attempt. The customer switched out the pump and the unit was taken out of service. No indication of actual or potential for harm or death has been reported. Complaint ID: (B)(4).